Event description:
After implantation, the patient suffered from pleuritic chest pain. The pain worsened and the patient was diagnosed with hemopneumothorax. The patient was hospitalized. Chest x-ray was done for diagnostic reasons. Chest tube was inserted and oxygen supplemented. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.